Manufacturer narrative:
Device evaluation: it was reported a breakage occurred at the location of the wing. To aid in the investigation, three photos and one video was received for evaluation by our quality team. The media received shows a prefilled syringe with the barrel flange damaged. No other defects or imperfections were observed. This condition occurs if there is a jam during the plunger rod assembly process. A device history record review was completed for provided material number 306595, lots 4228702 and 4304920. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe plunger rod assembly process was performed. The settings and alignment of the infeed scroll were correct. The flow of product was good. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
During use of this product, a breakage occurred at the location of the wing; the total number of affected units is 30 (lot no. 4228702, 20 units; lot no. 4304920, 10 units). Samples are not returnable and photos are available; green claim required, complaint response letter required, complaint acceptance letter required